Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker was admitted into the hospital following a syncopal episode. The local area field representative noted a recent increase in right ventricular (rv) lead threshold, intermittent loss of capture (loc), and pacing inhibition. Technical services (ts) reviewed the provided electrocardiogram (ECG) and noted the non-sustained ventricular tachycardia (nsvt) events showed noise/artifact on the r-waves. Information later provided by the field indicates the case was discussed with the patient's physician who confirmed the patient has non-boston scientific leads which are known to exhibit intermittent noise as an early sign of compromised lead integrity. Additionally, the field noted the nsvt episodes were in fact noise, and the patient is being transferred to a different hospital for rv lead replacement. Besides hospitalization, there were no additional adverse patient effects reported.